Event description:
The customer alleged that after transport, the pt was reconnected to the ventilator. After an unspecified period of time, a pulse oximeter alarm alerted the caregivers, who then noted that the ventilator was not cycling and had a blank display. The status of the ventilator's alarms were not noted at the time, although the power loss alarm was later reported to be active at the time of the event. Initial reports noted that the pt was seriously injured. The pt's outcome at this time is unclear. There has been speculation that the hospital's power supply was the source of the event, but this has not been confirmed. The nellcor puritan-bennett customer support engineer inspected the device and confirmed that the power loss alarm was functional. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.